Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect0129 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse found catheter connector bulging during catheter flushing for maintenance.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bulging within the extension leg was confirmed but the exact cause was unknown. A .mp4 video was submitted for review. The clip was 14 seconds in length and recorded an aspiration and infusion procedure on a 4fr s/l groshong catheter. The final second captured ballooning of the extension leg, at the distal edge of the white sleeve. No other information could be gained from the video. A review of similar complaints identified use or technique as the most common cause of this type of event but the exact cause of this event could not be identified from a review of video alone. This event will be re-evaluated if the physical device is returned. A lot history review (lhr) of rect0129 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse found catheter connector bulging during catheter flushing for maintenance.